Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 07-mar-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving morphine drug via an implantable pump. It was reported that the pump started to flip in august. The patient had fluid collection in the spine that was first noticed in june. In september 50cc of fluid was drained and 180cc was drained in october, imaging was done. Cat scans were ordered. The patient reported swelling, pain and weight gain of 47lbs in 3/4 weeks. A revision procedure was schedule/canceled due to antibiotic treatment for a uti.